Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿rupture¿. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings on radius assessed as fold flaw opening, observed a broken on anterior assessed as surgical damage and missing shell observed assessed as inconclusive. Additional observations: ¿ wear abrasion, stress marks and crease fold observed on the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿rupture¿. Device has been explanted and replaced with non-allergan device.